Event description:
The hospital reposted that hst iii system (3.8mm) protection seal did not fit inside the delivery device. The issue happened during procedure which was set up in the correct order. A new device was brought out and used without any problems, and the operation was completed without any issues. There was no delay.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
(B)(4). Updated fields: b4, b5, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 12/22/2025. An investigation was conducted on 12/29/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The intact seal and tension spring assembly was observed outside the loading device. There were no visual defects observed on the intact seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was not confirmed. The lot # 3000455728 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reposted that hst iii system (3.8mm) protection seal did not fit inside the delivery device. The issue happened during procedure which was set up in the correct order. A new device was brought out and used without any problems, and the operation was completed without any issues. There was no delay. There were no patient impacts.